Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event cannot be confirmed due to limited information from the customer. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided but not reviewed as imaging cannot assess infection and review of the x-ray will not enhance the investigation for infection. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a high sterility assurance level. Therefore, it is highly unlikely that the specified device caused any patient infection. Per package insert, gender solution natural knee flex system: infection is a known adverse effect of this system. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated report: 0001822565-2019-00444, 0001822565-2019-00445. Concomitant medical products: gender solutions male (gsm) femoral component porous, item# 00541201602, lot# 63051517. Rotating platform articular surface ultracongruent, item# 00543202409, lot# 62873129. Nexgenâ® complete knee solution, trabecular metal standard primary patella, item# 00587806535, lot# 62979183. Report source: (B)(6). Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial knee arthroplasty and subsequently the patient presented with a fractured patella implant and infection. A washout was performed and the patient was scheduled for a stage 1 of a stage 2 revision where implants were removed. There is no additional information at this time.